Manufacturer narrative:
Qn# (B)(4). The customer returned a portion of guide wire for evaluation. Visual examination revealed the distal end of the wire was separated and not returned for analysis. The proximal end of the wire was stretched to examine the weld point. The core wire was separated directly adjacent to the proximal weld and no core wire was returned. Functional inspection could not be performed due to the severity of the damage observed. A manual tug test revealed the core wire was broken adjacent to the proximal weld. A valid product code and lot were not provided for this even; therefore, a device history record review was performed on a potential product code and lot identified from sales history of the customer. No relevant findings were identified to suggest a manufacturing issue. The instructions-for-use provided with this kit could not be reviewed without a valid product code. However , standard arrow kits warn, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested." The customer report of a separated guide wire was confirmed by complaint investigation of the returned sample. The core wire was separated adjacent to the proximal weld. The core wire and part of the coil wire were not returned for analysis. A device history record review was performed on a potential product code and lot identified from sales history. No relevant findings were identified to suggest a manufacturing issue. Arrow guide wires are designed and manufactured to withstand a tensile force higher than the relevant bs en iso 11070:2014 standard according to their size. The selected insertion site and patient anatomy may present a tortuous path that could contribute to the possibility of guide wire kinking. Guide wire breakage may occur if a force greater than the design specification is applied during removal. Without a valid product code provide and with only a partial sample returned for evaluation, the probable cause could not be determined. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
It was reported that "in an emergency procedure, only the "inner core", meaning the stiff part of the wire was pulled out during removal of the seldinger wire. The outer part of the wire remained in the patient". Remaining wire was removed during angiography. It was reported that "the patient did not suffer any permanent harm".

Manufacturer narrative:
(B)(4).

Event description:
It was reported that "in an emergency procedure, only the "inner core", meaning the stiff part of the wire was pulled out during removal of the seldinger wire. The outer part of the wire remained in the patient". Remaining wire was removed during angiography. It was reported that "the patient did not suffer any permanent harm".